Manufacturer narrative:
Section a3: gender was not provided it was communicated that no further information could not be provided. Manufacturer's investigation conclusion: a specific cause for the patient outcome as well as a direct correlation to heartmate (hm) ii left ventricular assist system (lvas), serial number vad-59215, could not be conclusively determined through this evaluation. An autopsy was not conducted, and hmii serial number (B)(6), was not explanted for evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The hmii lvas IFU, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2016. The cause of death is unknown. The outcome was not considered device or device therapy related. The outcome was not considered device or therapy related.